Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Event occurred on an unknown date in october, 2023. Additional device product codes: hrs was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample and the photo evidence provided revealed that the packaging of cortscr ø2.4 self-tap l34 tan and the wrench hex 11/blade-screw are mixed-up. The device (03.037.031/98p4752) was found inside of the (401.784/9755970) packaging. The report condition can be confirmed. A functional test was unable to be performed since it was not applicable to the complaint condition. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cortscr ø2.4 self-tap l34 tan [401.784/9755970] would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to manufacturing. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part #401.784 lot # 9755970 manufacturing site: werk grenchen release to warehouse date : 03 dec 2015. Expiration date: n/a. Supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in italy as follows: it was reported that there was a mismatch between the label detail and the products inside the sealed envelope. The package was labeled with one part number but contained a different part. The issue was noted preoperatively. This report involves one 2.4mm ti cortex screw slf-tpng with t8 stardrive recess-34mm. This is report 1 of 1 for (B)(4).